Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system displayed multiple system messages and the computer would not recognize the footswitch. The system messages were not able to be cleared. The procedure was converted to extra capsular cataract extraction (ecce) with no harm to the patient. The footswitch was exchanged and the issue was resolved.